Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The full osseotite® implant 6 x 7mm (fos607) was not returned. Since product has not been returned, visual/functional inspection could not be performed. No x-ray images of the product were provided. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instsm rev d 08/18; page 2; potential adverse events and precautions. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. The complainant reported that there was not enough autologous bone to adequately hold the fixture. Implant was removed and alveolar curettage was performed. The reported event is non-verifiable with the information provided. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report. Manufacturer. Expiration date. Office contact - manufacturing site. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no' to 'yes'. Device manufacture date. Evaluation codes. Additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the patient suffered bone loss. The implant was removed and an alveolar curettage was performed.